Event description:
A female underwent aaa repair in 2009. The pt's anatomical form was unsuitable for aaa repair. The procedure was conducted as labeled. The main body was planned to be inserted from the left side, but the delivery system could not be advanced due to common iliac artery tortuosity. Thus the main body was inserted from the right side. Before insertion of the main body, the physician noticed that the tip of the delivery sheath was not tapered and the surface of the joint area of the sheath and grey positioner was not as smooth as usual. However, the main body was deployed without a problem. Confirmatory angiogram showed a contralateral distal type I endoleak. Another MFR's stent was mounted on another MFR's balloon catheter and placed in the distal part of the contralateral iliac leg graft. The distal type I endoleak was resolved. The status of the pt is one of recovery.

Manufacturer narrative:
The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings & precaution, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, the importance of an accurate deployment, sizing requirements. The complaint is investigation the failure mode of "endoleak". The info provided stated that the pt was outside the indications for use, and specifically, that the common iliac was tortuous. Based on the info provided, the endoleak occurred in the tortuous iliac. This was likely a contributing factor to the endoleak, however, cannot be definitively reported at this time. We will continue to monitor for similar incidents.